Manufacturer narrative:
The index procedure revealed a proximal-right coronary artery lesion. This vessel was de novo, eccentric, tubular, highly calcified with an ostial lesion. The diameter of the lesion was 3.07mm. Aha/acc classification of the vessel was a type b2. The pre-procedure stenosis was (B)(4). Another lesion was also revealed in the mid-right coronary artery. The vessel was de novo, eccentric, tubular and highly calcified. The diameter of the lesion was 3.07mm. Aha/acc classification of the vessel was a type b2. The pre-procedure stenosis was (B)(4). Femoral approach was chosen for the procedure. To treat the mid-right coronary artery lesion, pre-dilation was conducted with a 3.5 x 12mm balloon at 16atm. The inflation time is unk. A rotablation procedure was conducted also, but details are unk. Then a 3.5 x 18mm cypher stent was implanted at 18atm for 16-30 seconds. Post dilation was conducted with a 3.5 x 12mm balloon at 20 atm. Inflation time is unk. Timi flow before and after the procedure was 3. The residual % of stenosis was (B)(4). To treat the proximal-right coronary artery lesion, pre-dilation was conducted with a 3.5 x 12mm balloon at 10atm. Inflation time is unk. Then a 3.5 x 18mm cypher stent was implanted at 18atm for 16-30seconds. Post-dilation was conducted with a 3.5 x 18mm balloon at 20atm. Inflation time unk. Timi flow before and after the procedure was 3. The residual % of stenosis was (B)(4). Ivus was conducted. The stents were not overlapping each other. Three months after the index procedure a f/u coronary angiogram was conducted and restenosis was observed inside both implanted cypher stents. The pt was asymptomatic and balloon angioplasty was conducted to treat the restenosis in both stents. There was an (B)(4) stenosis at the mid-right coronary artery and an (B)(4) stenosis at the proximal-right coronary artery. To treat the restenosis of the cypher at the mid-right coronary artery, balloon angioplasty was conducted with a 3.5 x 15mm balloon at 24atm for 38seconds. To treat the restenosis of the cypher at proximal-right coronary artery, balloon angioplasty was conducted with a 3.5 x 15mm balloon at 24atm for 27 seconds. The residual % of stenosis was (B)(4) at the mid-right coronary lesion and (B)(4) at the proximal right coronary lesion. The pt was in stable condition and was discharged from the hospital at the next day. Six months after the index procedure, another f/u coronary angiogram was conducted and a focal restenosis was observed inside of both cyphers. A new lesion was also observed at the distal-right coronary artery area also. There was (B)(4) re-stenosis in both the mid and proximal cyphers. To treat the restenosis at the mid cypher, balloon angioplasty was conducted with a 3.5 x 13mm balloon at 20atm for 45seconds. Then a cutting balloon (size 3.5 x 10mm) was conducted at 12atm for 40seconds. To treat the restenosis at the proximal cypher, balloon angioplasty was conducted with a 3.5 x 13mm at 20atm for 55 seconds. Then a cutting balloon (size 3.5 x 10mm) was conducted at 12atm for 60seconds. The residual % of stenosis was 0%. In this same setting the distal right coronary artery lesion was treated as well. Pre-dilation was conducted with a 3.5 x 13mm balloon at 15atm for 40seconds. A 3.5 x 23mm cypher stent was implanted at 20atm for 40seconds. Physician's comment: this restenosis could have happened with any bare metal stent so nothing unusual with cypher. Add'l info will be submitted 30 days upon receipt. This is one of two reports submitted for the same event. Please ref MFR report#'s: 9616099-2006-00374. Please note that this device (cjs18350/lot no: i0205028) is distributed outside the united states; however, it is similar to the united states distributed product cxs18350.

Event description:
A f/u coronary angiogram was conducted after two stents were implanted in the right coronary artery. Restenosis was observed inside both of the implanted stents. A balloon angioplasty was conducted to treat both restenotic stents.